Event description:
It was reported that arteriotomy closure of the moderately calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 8f sheath prior to an endovascular aneurysm repair (evar) procedure. The suture of the first proglide device was successfully placed. Reportedly, a suture break occurred with the second proglide device. Another proglide device was used for successful suture placement using the preclose technique. The evar procedure was completed and hemostasis was achieved with the successfully pre-placed sutures of the first and third proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture break was confirmed. Two of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) were broken off and was not returned with the device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.